Event description:
Sales representative reported that the surgeon implanted a 9x30mm calaxo and was not satisfied with the fixation. The surgeon removed the screw and noted 4 or 5 bands of thread had been stripped and there were shavings noted on the outside of the tunnel. The surgeon thought the screw may have gotten caught on the retractor. A 5-minute delay was experienced to remove the threads and a 10x30mm screw was used to complete the case. The surgeon agreed that the screw was run too close to the instrumentation, which resulted in the problem. There was no patient injury as a result.

Manufacturer narrative:
The surgeon stated that the screw was run too close to the instrumentation, which resulted in the problem. Therefore the conclusion is improper use. M-4544 6/9/2006